Event description:
The customer contacted (B)(4) to report that the cover of axis# 2 used in modutec power ceiling pendant was detached and fell down during a procedure. It did not fall in the sterile field and no one was struck. No injury/death was reported. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) visited the hospital and evaluated the device. He found one screw head snapped off. And one screw was not in place due to a collision from another arm in the same operating room, which caused the detachment of the cover. During the investigation, the fst found all of the safety stops on the ceiling pendant were set correctly and prior to the collision the unit was operating to specification. The fst believes the root issue to be a failure of the operating room staff to be aware of their surroundings when positioning the other equipment on the operating room. The fst replaced the screw to secure the cover, and verified that similar systems in the hospital were in good condition. The review on the design of the cover was made, and the mechanical eval testing was performed. The result case due to the fact that user didn't follow the instructions for use. (B)(4) submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).